Event description:
Leica biosystems received a complaint that processing protocols, which were running in each of retorts a and b, failed prior to completion. As a consequence of the protocols failing prior to completion, the tissue samples involved remained in both report a or b without being covered by reagent. On march 30, 2015, leica biosystems received information that all tissue samples involved in this complaint were diagnosable. Investigation of the circumstances involved in this complaint by leica biosystems is in progress.